Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was placed with a right ventriculoperitoneal shunt, and throughout hospitalization and clinical course, the patient was noted to have intermittent concerns of shunt malfunction. According to the report, the patient underwent one revision with unclear intraoperative findings of a malfunctioning shunt component. The proximal ventricular catheter was changed, and the valve was reprogrammed multiple times since the shunt placement. Intermittently, fluid developed along the shunt system and would subsequently regress and recur. Ultimately, the patient returned to the operating room for tumor resection, and the shunt was externalized at that time. Reportedly, the patient's shunt was fully removed with explantation of the valve. Patient underwent reinsertion of the shunt system a few days later with a different shunt. It was noted the patient¿s medical history included a brain tumor and hydrocephalus.